Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 495 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer reported that the insulin pump stopped working it said no delivery alarm. Customer reported that the drive support cap was flush. Customer did not alleged that the insulin pump was under delivering. Customer was okay to troubleshoot and they reported that the all setting of the insulin pump was correct. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.